Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer stated that her blood sugar was go down 90 mg/dl and sometimes 40 mg/dl at the time of event, she just treated with food. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they had sweating, weakness. Customer stated that they did not used auto mode feature at time of high blood glucose event. The device will not be returned for analysis.